Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt experienced erosion, vaginal discharge, pelvic pain, urinary problems, bleeding, difficulty during sex, bowel problems and granulation tissue. Excisions for mesh erosion were performed on (B)(6) 2011 and (B)(6) 2012.